Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient stated that she was concerned that she had an arrow pointing down, and she noticed paramedics at another residence, it is unknown who called the paramedics or why. The patient expressed no faith in her glucometer, and asked the paramedics she saw to check her blood sugar with their glucometer. The patient was not transported to hospital. The patient did not feel that she should have to calibrate, however upon entry of calibration value (during call) the cgm values returned to accurate. The patient continued to complain that the arrow was (she felt) pointing in the wrong direction. At the time of contact, the patient was fine. No additional event or patient information was provided. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.